Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a heavily calcified coronary artery. A 2.75x38mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the shaft was kinked and broke when trying to advance the stent inside the guide catheter before going inside the patient's body. The device was removed intact from the guide catheter. The procedure was completed using a non-bsc stents. No patient complications were reported and the patient's status was stable.